Event description:
It was reported that the patient presented to the emergency room (ER) due to syncope. Interrogation of the patient's device revealed undersensing and diminished sensing on the right ventricular (rv) lead. The lead sensitivity was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.